Event description:
Customer reported he was experiencing low blood glucose of 47 mg/dl, then it was 180 mg/dl. Current blood glucose was 120 mg/dl. Customer reported he wanted to replace two sensors because they didn't work. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.